Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026, while at work the cgm was showing low, but the patient did not check a bg at that time. As a precaution, she ate something, but then began feeling disoriented, nauseous and became unconscious for about 5-10 minutes. A coworker placed her in a chair and called an ambulance. When emergency medical technicians (emts) arrived, a bg reading was 324 mg/dl while the cgm continued to show low. The patient was treated with IV fluids and transported to the hospital. At the hospital, her bg was 398 mg/dl, with the cgm still reading low. Blood work showed early stages of diabetic ketoacidosis (dka) and sepsis. She was treated with IV fluids and antibiotics (unspecified). Her bg decreased to 197 mg/dl, and the cgm eventually failed. The patient remained hospitalized for approximately 15 hours and was discharged feeling stable but still experiencing some symptoms and dehydration. After returning home, she replaced the cgm, which then worked correctly. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid on 02/26/2026. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, loss of consciousness and diabetic ketoacidosis.